Event description:
It was reported that an intermittent malfunction alarms occurred. Reportedly, the pump was exposed to cold. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
Per the tandem user guide: avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c).